Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. Product support reviewed the manufacturing pouch release data for a previous case. No device issues were or elevated values were observed.

Event description:
Patient presented with hypertension and dizziness without chest pain. Test results (B)(6) 2010 at 3pm: tni 0.4, myo 53.2, ckmb 1.6. Test results (B)(6) 2010 at 7pm: tni <0.05, myo 41, ckmb 2.2. At 3pm, tni result of 0.4 considered a false positive. Customer was informed to allow time for product to reach room temperature after removing from the refrigerator.